Event description:
A vaxcel PICC was placed for therapeutic purposes. A one centimeter horizontal crack in the ong access of the tube was found in the area under the pt's skin. The PICC line was replaced.